Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's weight was not provided.

Event description:
The customer reported that he was in a nursing facility when he performed comparison testing between his two contour next link meters and the nursing facility's meter. The customer stated that blood glucose readings on both the contour next link meters were 20 to 50 mg/dl higher compared to that obtained on the nursing facility's meter. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. A replacement meter kit was sent to the customer. Since the strip information was not provided, this report will be submitted under the meter information.

Manufacturer narrative:
The customer did not return the product for evaluation. A device history record was reviewed for the suspected contour next link meter and no manufacturing anomalies were found. The device manufacture date in section h4 of the initial report was captured as 08-sep-2015. The correct device manufacture date is 09-sep-2015. Section h4 has been updated with this information.